Manufacturer narrative:
(B)(4). Concomitant product: item# unknown screw lot# unknown. Reported event was confirmed by review of xrays which indicated fracture of the tibial plate visible in xray. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plate fractured 10 months post initial implantation, resulting in revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plate fractured. Attempts have been made and additional information on the reported event is unavailable.